Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a cracked screen, and the caller was wondering if it would be repaired. An email communication was sent to the caller with information regarding the manufacturer's external pulse generator service policy. The status of the external pulse generator is unknown. No patient complications have been reported as a result of this event.